Event description:
It was reported that, "screw locking mechanism would not engage distal hole in variax lateral distal fibula to allow locking. Upon interoperative examination of screw, the locking threads looked to be stripped."

Manufacturer narrative:
The device was not returned for evaluation. Based on the available information and performed statistical investigation, the root cause for the reported event could not be determined. There were no indications found for any material or manufacturing related issue.